Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube and one heartstring seal did not deploy out of the delivery tube into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp. This report is for the first seal.

Manufacturer narrative:
Investigation details: visual inspection verifies the seal is cracked. The complaint is confirmed.